Manufacturer narrative:
(B)(4). A sample for evaluation is anticipated but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection found surface particulate on the outer surface of the eva film measuring 0.35mm^2. Magnified inspection found the particulate to be, black in color and identified the particulate as print ribbon or transfer ink flake, materials used to create the cliché print on the exterior face of the eva tpn container. The particulate was not within the fluid pathway and did not present a risk of dislodging. Manufacturing controls are in place to mitigate occurrences of particulate. Should additional relevant information become available, a follow-up report will be submitted.